Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on the lcd board. Unable to verify for battery out of limit, failed battery test alarm and perform functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, a21 test and all operating current test due to no button response. The insulin pump had minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump and high blood glucose levels. The mother states the pump was stuck when priming the tubing. The mother states the escape button is not responding. The customer's blood glucose level at the time of incident was 470mg/dl. The mother states they also received failed battery test. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.